Manufacturer narrative:
The event occurred in (B)(6). Other: na.

Event description:
Reporter alleged obtaining a result of 240 mg/dl on the mobile system compared back to back with a result of 117 mg/dl on a lab meter when testing was performed within 10 minutes. Reporter stated that the hospital injected insulin according to the value of 117 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. Reporter stated the blood was applied with a capillary tube. A request was made for the return of the affected product.